Event description:
Pt worked in his garden on (B)(6) 2012 and began to feel sick and vomited. His blood glucose elevated to 525 mg/dl, and he has positive for ketones. He changed the infusion set and noticed the steel needle was broken. Part of the needle remained in his body. His wife drove him to the hospital, and he was admitted to the intensive care unit from (B)(6) 2012 and then transferred to the regular care unit until (B)(6) 2012. He was diagnosed with diabetic ketoacidosis and received insulin via IV and injections. The infusion set had been in use for 2 days, and he did not receive treatment for the needle fragment. The infusion set was requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.